Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board during start-up. Review of received ventilator logs shows that there have also been technical error codes generated indicating disabled valves and control printed circuit board communication failure with the monitoring printed circuit board. These technical error codes indicates that stop of ventilation may have occurred. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer replaced the control printed circuit (pc) board and conducted system tests before the ventilator was returned to service. Evaluation of received device logs revealed technical error codes indicating disabled valves and a stop of ventilation on the date of event and an error code indicating disabled ventilation two days after the date of event. No patient harm was reported. Simulated use tests and electrical measurements confirmed problems with the control pc board, but did not reveal the faulty component. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is that the returned control pc board hardware was faulty and was the cause for the reported failure, but the failing component has not been identified.